Manufacturer narrative:
Submit date: 09/09/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with an enteral feeding pump. Upon triage, it was found that the unit over/under delivered.

Manufacturer narrative:
Submit date: 02/08/2017. On the initial 3500a, it was reported that the incident for this report was found during service triage which was inaccurate. Section was updated to reflect the actual description the customer reported to covidien on (B)(6) 2016.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with an enteral feeding pump. The customer reported that the unit over/under delivered.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the unit over/under delivering. The unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2010 and was released meeting all manufacturing specifications.